Event description:
Reportedly, during testing, an unusual sound was heard from the pump assembly. The reporter stated that upon opening up the unit, powder like metal pieces were found in the assembly.

Manufacturer narrative:
(B)(4).